Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis confirmed the customer comment that the electrocardiogram (ECG) was not working and errors were found in the error logs. It was indicated that the ECG connector of the printed circuit board was loose. It was also indicated that a power cord bay latch tab was broken, the left keyboard hinge was broken, the power supply was noisy, and the system fan was noisy. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) was not working. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.